Manufacturer narrative:
UDI # (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition and secured. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber connection problem" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that a fiber connection issue was noted at ¿0¿ joules when attempting to use the first surgical fiber during a procedure. The fiber was exchanged. The second fiber was noted to be exhibiting the same fiber connection issue however the second fiber was utilized to complete the procedure (52000 joules used). No harm to the patient was reported. This report is for the second fiber.